Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking PICC was confirmed but the cause remained unknown. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The catheter had been trimmed near the 54cm depth marking and contained a yellow colored tint throughout the sample. A 1.1cm longitudinally aligned split in the catheter was observed between the 6cm-7cm depth markings and was constrained to the power-injectable lumen. The split surface was planar and the edges were sharply defined and rested closely against each other. No abnormal deformation of the material surrounding the split was observed. The sample was microscopically examined and the fracture surface was observed to be rough and granular in appearance. No damage to the inner lumen surface was observed. The observed damage shared features most similar to contact with a relatively hard and sharp-edged object. These features have been seen on catheters secured with non-compatible catheter securement devices, but it could not be conclusively determined if that was the root cause of this specific event. A lot history review (lhr) of rebr1016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they had a PICC line that was leaking and on inspection after device was removed, it was found to have a slit approximately 8 cm from the hub. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they had a PICC line that was leaking and on inspection after device was removed, it was found to have a slit approximately 8 cm from the hub. No patient injury was reported.